Manufacturer narrative:
Product complaint # (B)(4). This report is for an unknown nails: tfna/ unknown lot number. Without the specific part number, the UDI number and 510k number is unknown. Complainant part is not expected to be returned for manufacturer review/ investigation. (B)(4). The investigation could not be completed; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent a removal surgery of a broken trochanteric femoral nailing system advanced (tfna) nail on an unknown date. The nail broke at the interface where the lag screw goes through. All the implants were removed without issue. It is unknown if there was a surgical delay. Procedure and patient outcome are unknown. Concomitant devices reported: unknown tfna lag screw (part # unknown, lot # unknown, quantity # 1), unknown screws (part # unknown, lot # unknown, quantity # unknown). This complaint involves one (1) device. This report is 1 of 1 for (B)(4).